Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11498, reference MFR report: 1627487-2012-11499. It was reported the physician explanted the entire scs system due to pain at the ipg site after weight loss. In addition, the pt reported she received inadequate pain relief from the stimulation.